Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received a no delivery alarm when attempting to prime the insulin pump. It was also found a motor error alarm occurred and the insulin pump powered off. The customer stated the insulin pump powered on after and they were prompted to reset the time. Customer also stated another motor error alarm occurred when attempting to reprime the insulin pump. Customer's blood glucose was 97 mg/dl. The customer could not recall any significant events leading to the alarm. The alarm history also showed a motor position encoder error alarm occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and cracked reservoir tube lip. No other error alarms noted in the alarm history screen. Unable to perform the excessive no delivery alarm test due to the motor error alarm anomaly.